Event description:
It was reported that the user dropped the ilet, resulting in a cracked and nonfunctional screen, and the device was replaced. Symptoms included hyperglycemia with glucose readings reported as ¿high¿ for more than three hours, headache, and thirst. Outcomes included no ketone testing, no back-up therapy used at the time of the report, no medical intervention, and no hospitalization. Investigation included complaint intake and device replacement with instructions provided for data sync and inspection of the returned device. Investigation of this case revealed physical damage to the display component consistent with user-induced impact, rendering the device inoperable and preventing alert functionality. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.